Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was on the treadmill at the time of the shock. The intrinsic morphology was wide. The sensing vector was set to the secondary vector. The event was so long that the electrograms had dashes due to the limited amount of storage time. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.